Manufacturer narrative:
Philips service replaced the optic cable transmitter and receiver, and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that ceiling-suspended monitors failed to display live images on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.